Event description:
Overdelivery reported. The pump was set to infuse lipids at 3.5 ml/hr with a dose limit of 66.5 ml. The nurse reported that delivery of 100 ml in a 2.5 hour time period occurred. There was no adverse effect to the infant. The hosp biomed engineering dept could not duplicate the event during testing.

Manufacturer narrative:
Reported problem could not be duplicated. Frequency of death or serious injury complaints for code 102 (overdelivery) for lifecare 5000 is approximately .21/million sets.